Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. The excessive no delivery test was not performed due to prime anomaly. The device had minor scratches on the lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer had multiple no delivery alarm on the insulin pump. The customer's blood glucose was unknown. Customer states they have tried changing set and different type of sets. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.